Event description:
During testing at the user facility, the device displayed e301 (audio alarm failure) without sounding an audible alarm tone. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the hospira upon query by hospira personnel.